Event description:
D: svc impedance out of range due to impedance measurement less than 20 ohms (measured at 5 ohms). Caller provided patients device serial number and permission to check transmissions. R: noted patient has dual coil riata lead. (Caller noted lead was implanted in 2005). Noted slightly more nonphysiologic artifact beyond myopotentials on can to svc egm during patient myopotentials on can to rvcoil. Impedances stable and steady state for vectors including rvcoil electrode except for the svc defib pathway, indicating svc conductor is contacting the rvdefib conductor to create the short circuit. Discussed risk of patient needing and not receiving appropriate shock therapy. Discussed consideration for resetting alert to stop the beeping until the lead issue can be addressed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).